Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received in open condition. Upon visual inspection it was noticed that the one of the distal prongs of the plastic sleeve was found to be deformed outside. The complaint can not be confirmed for the upon receipt -device damaged as device was received in open condition. A manufacturing record evaluation was reviewed, no non-conformances were identified for the reported part 212041- lot l658501 number combination. Based on given information provided we cannot discern a definitive root cause for the reported failure. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the customer that the tip of the anchor was already broken in the packaging. The procedure was completed with same like product; no harm nor surgical delay.